Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d4 (unique device identifier) and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material in the biopsy channel, could not be determined. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from the instructions for use (IFU) were identified. The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2 marked in error. The device was returned to olympus for evaluation and the evaluation found the cause is likely due to insufficient reprocessing. The investigation is ongoing. In addition, other issues found included flexibility adjustment ring has a scratch, suction cylinder has no color, due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, the play of up down knob was out of the standard value, light guide bundle had breakage, plastic distal end cover had a scratch, objective lens had a scratch, adhesive around objective lens has a chip, adhesive on bending section cover had wear and the connecting tube had a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the channel tube with foreign material. There was no patient involvement.